Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs did not confirm the reported battery issue, but did confirm related battery alarms. The investigation determined that the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral internal battery charge went from 100% to 0% when the device was unplugged from the main power source. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral internal battery charge went from 100% to 0% when the device was unplugged from the main power source. There was no patient injury reported as a result of this incident.